Event description:
It was reported to covidien on (B)(6) 2011 that a patient was admitted to the hospital for a scheduled c-section. The clinician placed a fetal scalp electrode (fse) and heart tones were obtained at a reported rate of approximately 100 beats per minutes. The c-section was performed and the baby was delivered deceased. The customer states the physician believed the baby to have been deceased for approximately two days prior to the c-section. On (B)(6) 2011, in response to covidien's request for additional information, new information was provided by the customer at which time they stated that the c-section was not scheduled, as initially reported, rather an emergency c-section was carried out reportedly as the result of the mis-interpretation of maternal heart tones for that of the deceased fetus. The patient was admitted at 10:30, the fse was applied at 10:45 after the amniotomy, to obtain a more reliable reading as it was reported that the external monitor was "poor." The c-section took place at 11:38.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.